Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: the prosthesis does not match the template size. The implant was tested with calipers after the case and a small difference in height between trail and prosthesis was noted. There was a very short delay, approximately two minutes in the procedure as a larger prosthesis needed to be opened. The patient was not impacted by this event.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was received on (B)(4) 2012. Investigation coordinated by synthes (B)(4). Report received indicates the investigation the device is fully functional. The height of the cage was measured with the caliper and the implant was produced according to specifications. The review of the file history records showed conformity with the material and manufacturing specifications. No product fault could be detected.